Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2014 during which the surgeon noted ¿dense adhesions were identified between the small bowel, the greater omentum, the anterior abdominal wall and the mesh. Dr. (B)(6)took the small bowel off the anterior abdominal wall mesh, where it was densely adherent. The mesh had failed in a cephalad direction.¿ it was reported that the patient experienced severe pain, dense adhesions, nausea, diarrhea, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.